Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the capsule bag was torn and the zonules damaged due to a split in the cartridge of the iol delivery system. One day post-op the lens was exchanged and a vitrectomy performed. Additional information has been requested.